Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable. In addition, we confirmed that insertion flex tube w/segment degradation, the remote control button(1) malfunction, however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
When I checked the endoscopic image before using the test, there was noise (blackout) in the image. (Always occur). In addition, since defects were confirmed in the pre-use inspection, no health damage has occurred to patients or healthcare professionals.